Manufacturer narrative:
Additional information was added in b.5., d.9., d.10., e.1., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint could not be confirmed. No device returned. Intraocular lens (iol) returned wrapped in a surgical gauze. Solution is dried on both surfaces of the optic and haptics. Both haptics are intact. The optic has a small fracture and two stutter scratches with loose fibers and particulate. Iol cleaned. Sent to r and d department for further evaluation. Iol measured by associate. Iol met specification. The root cause for the reported complaint could not be determined. The sample evaluation confirms the iol is within the specification ranges for company lens. Based on the results from the product history record, the measured lens fell within the optical performance and image quality specification parameters. The product met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received as it was confirmed that visual acuity (va) had recovered after the replacement and the event had already been resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient had no improvement with the visual acuity. Upon examination, it was confirmed that refractive deviation had occurred and the patient was hyperopic by 1.0d or more. The iol was exchanged for different model lens because the patient also had astigmatism due to lack of visual acuity caused by hyperopia. 1.0d hyperopia might have been caused by a defect in the iol. Additional information has been requested.